Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported an irregular flap following corneal flap creation. Additional information requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received indicating a wavy stromal bed. This event occurred with the patients right eye. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The company service representative examined the system and was unable to confirm or replicate the reported event. The surgical focusing module (sfm), the oscillator, and the computer cable were replaced. The company service representative determined that the system was not suitable for flap creation, so the flap mode was deactivated. The system was then tested and met all product specifications for use in laser assisted cataract surgery. A different system was installed for use with flap creation. The root cause cannot be determined conclusively. (B)(4).